Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va01r8d, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and that their ¿bladder issue¿ came back in the last month or two. It was also reported that the patient had a bladder infection since 3 days ago and had 4 incontinence episodes this week. The patient was antibiotics. When the patient¿s implantable neurostimulator (ins) interrogated, the patient stimulation was set on program 3 at 1.50 but that the stimulation was off. It was noted that the patient had tried to check their ins a month ago and it was possible that they had turned it off at the time but they were unsure (they were ¿pushing buttons¿). The patient had an upcoming appointment with their healthcare professional (hcp). If additional information is received, a follow up report will be sent.